Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the battery was depleting rapidly. The customer's blood glucose was 250-265 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.